Manufacturer narrative:
The manufacturer was contacted in reference to a dreamstation 2 device. The manufacturer received information alleging eye irritation, skin irritation, respiratory tract irritation, dizziness, headache, hypersensitivity, asthma (new or worsening), inflammatory response, reduced cardiopulmonary reserve, cancer, and sinus infection. Medical intervention was not specified. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed. Box a: patient identifier (B)(6). Box b: adverse event/product problem & outcomes attributed to ae. Box e: reporting address line 1. Box g:report source - other. Box h:patient outcome code grid ,health impact grid, evaluation method code, evaluation results code and conclusion code grid has been updated.

Event description:
The manufacturer was contacted in reference to a dreamstation 2 device. The manufacturer received information alleging eye irritation, skin irritation, respiratory tract irritation, dizziness, headache, hypersensitivity, asthma (new or worsening), inflammatory response, reduced cardiopulmonary reserve, cancer, and sinus infection. Medical intervention was not specified. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.